Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog #876-313, 510k #k970806 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pt who had the herniated disc underwent a cervical procedure implanting anterior fixation plate and screws. One of the screws backed out at unk time post op. The revision surgery was performed approx three years post op to revise the backed out screw. At the revision surgery it was found that the treated level was fused. Therefore, the construct was removed.